Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer received information alleging cough related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. During evaluation, blower noisy and knob issue observed. The third-party service center concludes that they could confirm the customer's allegation and unit passed all test. Sections d8, d9, h2, h3, h6 have been updated in this report.

Event description:
The manufacturer received information alleging cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.